Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stuck in rewind on the insulin pump after alarming for a insulin pump error. Customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected rewind anomalies noted during testing. No unexpected alarms noted during testing. Device failed to download traces and history files using thump due to being assigned to the wrong server. The following were noted during visual inspection: scratched case and pillowing keypad overlay.